Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant had to be removed due to the patient suffering from persistent pain. After having a cbct scan done, it showed the patient had nerve compression with the implant apex pushing on the nasopalatine nv sundle. There was no injury reported but they will be returning for future appointments after allowing the implant site to heal.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified bone and minor signs of usage around the collar and threads but no evidence of any damage. The returned device was measured with and verified to match device history record specifications. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions for the customer were noted on the product experience report (per). The reported device was used for approximately 1 month 24 days. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant had to be removed due to the patient suffering from persistent pain. The product was returned for investigation. The reported complaint could not be verified due to lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.